Manufacturer narrative:
Device is combination product. Synergy ous mr 3.00 x 28 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to the proximal stent rows with stent struts pulled distally. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis. It was reported that no cross occured. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery. A 3.00 x 28 synergy stent was advance for pre dilatation. However, during procedure, it failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.